Event description:
During a pta stenting treatment procedure, the express biliary balloon became caught in the calcium, causing the stent to slip a couple of millimeters on the delivery balloon. The lesion being treated was located in a very down-turning right renal artery. A standard renal guide catheter was used and the lesion was predilated with a maverick 4 mm balloon. The physician crossed the lesion with the express biliary sd stent and then was trying to pull it back to reposition it across the ostium when the stent shifted on the balloon. The stent was successfully delivered and deployed at the target lesion and the procedure was successfully completed. No pt injuries or compliecations were reported.